Manufacturer narrative:
(B)(4). Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: hgb161207a/17541630.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and right common iliac artery aneurysm (rciaa) and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. Post deployment of the gore® excluder® iliac branch endoprostheses when advancing the trunk ipsilateral leg component through the iliac branch component for deployment, it was reported that the gore® excluder® iliac branch endoprostheses were pushed up proximally into the aorta and within the aneurysm sac. The trunk ipilateral leg component was then deployed just distal to the lowest renal artery and a contralateral leg component was implanted on the contralateral side and extended distally covering the internal iliac artery. No by pass was performed but may be scheduled at a later date. The patient tolerated the procedure well.